Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, but field reports indicate the electrical issues were consistent with the dislodgement of the lead.

Event description:
During follow-up, a decrease in sensing and increase of pacing threshold was observed on the right ventricular channel. The lead was found to be dislodged and was successfully repositioned. The patient was in stable condition.